Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Close door alarms were confirmed and were determined to be caused by failed link screws. The failed link screws were replaced.

Event description:
It was reported that a spectrum pump alarmed close door. It was also reported that there was no patient injury.